Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3149 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated essure on the right") in a 41 year-old female patient who had essure inserted (lot no. B40015) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abnormal uterine bleeding in 2019 and eye operation, gallbladder removal, wrist fracture (11 years old), headache, parity 5 (5 fullterm) and multi gravida (5). Concurrent conditions were listed as smoker and blind left eye. Concomitant products included deltasone [prednisone], pyridium (phenazopyridine hydrochloride), percocet [oxycodone hydrochloride;paracetamol], toradol (ketorolac tromethamine), ibuprofen, doxycycline, salbutamol and albuterol hfa (salbutamol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3119 days after essure insertion, she experienced menometrorrhagia ("menorrhagia, vaginal bleeding - second period this month") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2022, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, fallopian tube perforation and menometrorrhagia to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: pre and post operative diagnosis: menorrhagia. Procedure: total laparoscopic hysterectomy bilateral salpingectomy cystoscopy with dye. Specimens: uterus, cervix and both fallopian tubes. Op findings: av mobile uterus, normal adnexa bilaterally, no pelvic adhesions, perforated essure coil on right. Procedure: the fallopian tubes were removed by sealing and dividing the mesosalpinx on each side. The patient tolerated the procedure well and left the operating room to recovery room in stable condition. [Ultrasound pelvis] on (B)(6) 2022: clinical information: female, "lower abdominal pain, vaginal bleeding" comparison studies: (B)(6) 2019. Observations: uterus: essure devices in place. Other findings: small amount of free fluid in the pelvic cul-de-sac unremarkable sonographic appearance of the uterus. Ovaries not visualized. No gross adnexal abnormality. Small amount of free fluid in the pelvic cul-de-sac. Urgency: routine patient progress: stable. Differential diagnoses include but not to: abnormal uterine bleeding, failed iud with ectopic pregnancy versus miscarriage, malignancy. Mild anemia is present however appears chronic and unchanged based on previous lab work. There is 3+ blood in the urine which is likely secondary to her vaginal bleeding. She is stable for discharge home. We will send her with a prescription for naproxen to help with her pain. Assessment: vaginal bleeding. Plan: stable, discharge. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: report from healthcare professional (reporter added) via lawyer: essure lot number, indication added. Tests, medical history added (none reported previously). Events specified:fallopian tube perforation, lower abdominal pain, menorrhagia (previous event: device removal). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3149 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated essure on the right") in a 41 year-old female patient who had essure inserted (lot no. B40015) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abnormal uterine bleeding in 2019 and eye operation, gallbladder removal, wrist fracture (11 years old), headache, parity 5 (5 fullterm) and multi gravida (5). Concurrent conditions were listed as smoker and blind left eye. Concomitant products included deltasone [prednisone], pyridium (phenazopyridine hydrochloride), percocet [oxycodone hydrochloride; paracetamol], toradol (ketorolac tromethamine), ibuprofen, doxycycline, salbutamol and albuterol hfa (salbutamol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3119 days after essure insertion, she experienced menometrorrhagia ("menorrhagia, vaginal bleeding - second period this month") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2022 she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, fallopian tube perforation and menometrorrhagia to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: pre and post operative diagnosis: menorrhagia procedure: total laparoscopic hysterectomy bilateral salpingectomy cystoscopy with dye specimens: uterus, cervix and both fallopian tubes op findings: av mobile uterus, normal adnexa bilaterally, no pelvic adhesions, perforated essure coil on right procedure: the fallopian tubes were removed by sealing and dividing the mesosalpinx on each side. The patient tolerated the procedure well and left the operating room to recovery room in stable condition [ultrasound pelvis] on (B)(6) 2022: clinical information: female, "lower abdominal pain, vaginal bleeding" comparison studies: (B)(6) 2019. Observations: uterus: essure devices in place. Other findings: small amount of free fluid in the pelvic cul-de-sac 1. Unremarkable sonographic appearance of the uterus. Ovaries not visualized. No gross adnexal abnormality. 2. Small amount of free fluid in the pelvic cul-de-sac. Urgency: routine patient progress: stable. Differential diagnoses include but not to: abnormal uterine bleeding, failed iud with ectopic pregnancy versus miscarriage, malignancy. Mild anemia is present however appears chronic and unchanged based on previous lab work. There is 3+ blood in the urine which is likely secondary to her vaginal bleeding. She is stable for discharge home. We will send her with a prescription for naproxen to help with her pain. Assessment: vaginal bleeding plan: stable, discharge. Lot number: b40015, manufacture date: 2013-05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.